Event description:
While undergoing cardiac catheterization, balloon/ wire catheter in left anterior descending crossed 90% lesion and inflated balloon burst. Portion of balloon was missing on inspection. Emergency c.a.b. Was needed.